Event description:
It was reported that the patient was unable to charge and communicate with the ipg following a non-device related procedure. It was noted that the stimulation was working fine prior to the procedure. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1232 (sn (B)(6). The returned ipg was analyzed and passed visual inspection but was not able to be recharged with a known good charger despite multiple attempts. The battery exhibited high sleep current and electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). With all the available information, boston scientific concludes that the reported event of ipg unable to charge and communicate was confirmed. The damaged asic resulted in the premature battery depletion post explant. This type of damage is typically caused when the ipg is exposed to high voltage transients or exposure to electrocautery.

Event description:
It was reported that the patient was unable to charge and communicate with the ipg following a non-device related procedure. It was noted that the stimulation was working fine prior to the procedure. The patient underwent an ipg replacement procedure.